Manufacturer narrative:
(B)(4). Device was returned for analysis. The tip, distal shaft, collar and hypotube was microscopically and tactile inspected. Inspection revealed a partial separation of the shaft at the collar. There are numerous hypotube and shaft kinks. There are numerous abrasions along the shaft. There is tip damage and 12mm of the distal shaft is flattened/ damaged. The markerband is also damaged as it is located within the 12mm of flattening damage. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 20-oct-2017. A guidezilla¿ guide extension catheter was selected for use. During the procedure, it was noted that the device could not cross the target lesion. The procedure was completed with another of the same device. No patient complications reported and patient's status was stable. However, device analysis revealed a partial separation of the shaft at the collar.